Event description:
It was reported that the patient had a suspected infection at the implantable pulse generator (ipg) site. The patient underwent an explant procedure. Additional information was received that the patient was experiencing swelling at the ipg site and had concerns of infection. The physician believed that those symptoms were due to the position of the ipg located in an inadequate spot. The patient was doing well postoperatively and was placed on antibiotics and the explanted ipg was retained by the medical facility and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had a suspected infection at the implantable pulse generator (ipg) site. The patient underwent an explant procedure.

Event description:
It was reported that the patient had a suspected infection at the implantable pulse generator (ipg) site. The patient underwent an explant procedure. Additional information was received that the patient was experiencing swelling at the ipg site and had concerns of infection. The physician believed that those symptoms were due to the position of the ipg located in an inadequate spot. The patient was doing well postoperatively and was placed on antibiotics and the explanted ipg was retained by the medical facility and will not be returned.